Event description:
According to the reporter, during colectomy, the device was used as usual, a linear stapler were used to cut the upper rectum. A forceps head was placed in the left anterior colon to perform a transanal lateral anastomosis. When the circular stapler was removed, two good flanges are obtained. But the surgeon immediately notice that the device did not stapled at all. To resolve the issue, a new device was opened and the procedure was repeated. It was noted that there was an additional removal of the patient's colon, increased duration of the procedure and an increased risk of infection. Surgical time extended by less than 30 minutes. Colostomy was performed in april for stenosis. The surgeon was not sure of the problem came from the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.